Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No button error alarms were noted. No number ramping anomaly or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube and cracked battery tube threads.

Event description:
It was reported that customer was trying to deliver an insulin bolus and the numbers on the screen of the insulin pump started ramping on their own. Customer also stated that she received a button error alarm. Customer stated that she was wearing the device inside her clothes and the weather was very hot. Blood glucose value 13.5 mmol/l. Nothing further reported.